Manufacturer narrative:
Manufacturer reference number: (B)(4). (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the initial procedure went well, but they had to reoperate because the clip was opened.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instruments were received sealed with the full complement of fifteen clips each. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. A review of the device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and amended as needed.

Manufacturer narrative:
(B)(4). Reference MFR report #s 9612501-2016-00137 and 9612501-2016-00138 for other two lots used in the same case. Account reports that only one device caused the injury but they are unsure which lot number it is associated with.

Manufacturer narrative:
(B)(4). Lot number: specific lot number for device is unknown by the account. Provided three possible lot numbers as j5k0532cx, j5f1558cx, and j5g1713cx. (B)(4).

Event description:
According to the reporter: additional information received from the account stated that the clips did not look like they were formed correctly during the original procedure. The surgical time was extended by more than thirty minutes, but there was no adverse event due to the time extension. The current status of the patient is good.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the malformed clips observed during the original procedure were removed at that point. The clips were malformed because they were not symmetrically closed. Through visual inspection, it was determined that the clips were open. Post-operative leakage did occur.